Event description:
The customer reported a malfunction with their device, customer¿s blood glucose (bg) level was 327 mg/dl. The customer managed the blood glucose by administering a correction bolus via the pump, drinking water, and taking a walk. There was no need for assistance from a third party. Cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump.